Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: a review of the pump¿s basal change history verified that the user adjusted the basal segments on (B)(4) 2018. The total daily dose (tdd) added up correctly with the basal program. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that ¿something was not correct related to the insulin delivery.¿ customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.